Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy.